Event description:
The territory mgr assisting a (B)(6) female pt contacted zoll lifecor customer support svc to report the pt's battery was stuck in the monitor. The pt was provided with a replacement monitor and a replacement battery pack.

Manufacturer narrative:
Add'l devices: monitor: sn (B)(4). Battery pack: sn (B)(4), date returned to MFR: 08/25/2010, date rec'd by MFR: 08/25/2010, device MFR date: 08/2008. Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor will not power on with either battery) was confirmed. The monitor's battery connector pins were bent, preventing the batteries from being plugged into the monitor. The cause for the bent battery pins was not positively identified but was likely due to a misalignment problem when the pt inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. Upon eval, an unrelated reportable problem was found with battery pack (B)(4). The battery pack was found to have defective cells. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.